Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were corrected: d8, d9, h3, h4. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the camera head and the endoscope image became upside down due to misalignment of the camera head unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the hd camera head image was upside down. There were no reports of patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that a cv-190 was used with the device. It was noted that there was no f (flip) on the monitor. The customer was instructed that the camera head connected to a round rigid scope and it was likely that the main body was rotated improperly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.